Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to dislocation with impingement. Soft tissue causing impingement was cleared. The bearing and a competitor head were removed and put back in to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h10. The following sections were corrected: a1; b5; h6 device codes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 visual examination of the provided pictures identified the head and bearing explanted with the head disassembled from the bearing with a tissue mass removed along with the components. No other observations could be noted from the images provided. Without product return, further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. No medical records/radiographs were provided of the recent revision. Operative notes of the previous revision surgery were provided and review of the available records identified the following contributing factor: previous history of metal related pathology and prior posterior approach revision. Findings from current event: dislocation with impingement, capsule was ¿cleared¿ of what was causing impingement, reported components placed back in, the head and liner were reused. A definitive root cause cannot be determined; however it is known that a competitor head was used with the zimmer biomet liner and this is considered off label use per IFU for dual mobility systems "do not use this product for other than labelled indications (i.e., do not use off-label)." As a part# was not provided, the IFU reference could not be confirmed. It is unknown if this off label use caused or contributed to the reported event. It is confirmed the head and bearing were explanted from the review of the images. However, it is not possible to confirm the occurrence of dislocation based on the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a left hip revision due to dislocation. A capsule was causing impingement and was cleared. The same components were put back in. It is unclear if any components were fully explanted. Attempts have been made and no further information has been provided.